Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered unit failed full inspection due to faulty connectors and cosmetic damage. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The user facility returned an asset video system center to olympus to the service center. The user facility did not report a malfunction with the device. Upon inspection and testing of the returned unit, unit failed full inspection due to faulty connectors and cosmetic damage. There was no patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the video connector could not be connected firmly due to a faulty video connector lock mechanism. Additionally, it¿s probable the scope was unable to be detected because the video function was not working properly. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
This report was submitted for the scope unable to be detected due to a faulty video connector lock mechanism, which was found during the device evaluation.